Event description:
It was reported that after centrifugation of bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg, poor barrier separation was seen in eleven (11) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. 100 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor plasma. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg, poor barrier separation was seen in eleven (11) tubes. No adverse impact was reported regarding the patient or user.